Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The reported condition of particulate matter was confirmed. A batch review was performed and no issues were noted. The assignable cause was determined to be a manufacturing issue (extrusion defect). The manufacturing facility has initiated an investigation to determine what further actions should be taken to address this issue. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
A patient reported to baxter's customer service that she found one cassette with a black particle inside of the tubing (prior to use). No injury or medical intervention was reported.